Manufacturer narrative:
Update to patient and device code. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Review of imagery provided in the case file revealed the tortuosity and calcification of the access vessels. Minimum luminal diameter (mld) was 8-10mm on the right side with moderate clarification and moderate tortuosity. The expandable sheath was returned to edwards lifesciences for evaluation. The delivery system used in the case was returned fully inserted through the sheath shaft. The returned expandable sheath (esheath) and delivery system were visually inspected for any abnormalities. A slight kink was observed on the sheath shaft (approximately 3¿ from the distal tip). The liner was torn across the entire length of the sheath shaft. There was compression observed on flex tip of the delivery system. There were slight kinks observed on the proximal end of sheath shaft at 8.5¿ and 9¿ from distal sheath tip. No other abnormalities were observed. No relevant functional testing could be performed on the complaint device due to its condition (liner expanded, sheath liner torn). Measurements were taken on the liner to ensure that the thickness of the material was within specification as a thin liner could contribute to the observed tear, and met specification. Due to the nature of the tear measurements could only be taken on one side. Additionally, the outer diameter (od) of the flex tip was measured as this is the largest diameter component of the delivery system that passes through the sheath, and met specification. Review of the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any issues that may have contributed to the complaint event. Lot history did not reveal similar complaints related to sheath shaft ¿ liner torn or sheath shaft ¿ resistance with delivery system. A review of complaint history reveals that occurrence rate for sheath shaft ¿ liner torn and sheath shaft ¿ resistance with delivery system did not exceed the (B)(6) 2016 control limits for the trend categories of ¿damaged¿ and ¿resistance between devices¿. No IFU/training deficiencies were identified. During esheath manufacturing, the device is 100% visually inspected by manufacturing and quality for wrinkles, kinks, bends, or mechanical damage on the sheath tube, circumferential oriented surface defects, protruding or missing material, dents, and cuts. Cross linking of hdpe (blue) across liner (clear) for holes, tears, or wrinkles, witness lines with exposed ptfe liner. The seam is inspected for separation. Furthermore, the manufacturing lot underwent product verification testing under a sampling plan before final release. During testing, the force required to expand a sampling of devices from the lot was evaluated. Sheath expansion force met statistical acceptance criteria. Additionally, the sheath shaft liner was visually inspected for damage pre- and post-expansion testing. All samples inspected passed acceptance criteria. The complaint for sheath shaft ¿ liner torn was confirmed based on the condition of the returned device, however, no indication of a potential manufacturing non-conformance was identified. Dimensional inspection of the sheath liner was within specification. A definite root cause was unable to be determined at this time, however, previous complaints have suggested calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. The cer indicated there was moderate calcification of the access vessel. Additionally, vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. Per the cer, there was moderate tortuosity in the access vessel. The complaint for sheath shaft ¿ resistance with delivery system was confirmed based on the condition of the flex tip on the returned delivery system. The compression observed on the delivery system flex tip is indicative of resistance during delivery system advancement through the sheath. However, no indication of a potential manufacturing non-conformance was identified. The cer describes moderate vessel tortuosity and moderate vessel calcification. Per the device training manual, vessel tortuosity and degree of calcification can affect the force required to push the delivery system through the sheath. As a result, these patient factors may have contributed to the reported event. At this time, a definite root cause was unable to be determined. The complaint for sheath shaft ¿ liner torn and sheath shaft ¿ resistance with delivery system were confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, the exact root cause of the artery dissection remains unknown. Available information suggests that patient and/or procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. A corrective or preventative action is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 29mm commander with crimped sapien 3 valve was inserted into the esheath. After a few cm the commander got stuck and could not be moved any further. Retrieving it back out of the essheath was not possible either. Under fluoro, it was seen that the crimped valve seemed to have split the esheath and the valve frame protruded out of the esheath. The doctor made a quick attempt to remove the devices, but in order not to cause any further complications, it was decided to remove the commander and esheath surgically under support by a vascular surgeon. The vessel became damaged during the insertion/extraction attempts. The system was removed by the vascular surgeon and an ilio-femoral bypass was implanted (right vessel). The patient was stable after the procedure, no valve was implanted. Plan to perform a tavi in 6-8 weeks.